Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure and removal of the multi lock femoral nail. The implant removal was due to the quality of implants and non-union. Initially, patient had a zimmer biomet proximal humerus plate that was revised to synthes multiloc humeral nail due to zimmer plate failure. It was also mentioned that the patient had an infection prior to surgical implant that ultimately led to the non-union. During the procedure, the femoral implant was removed ahead proximal nail to get the proximal screw still intact. The patient was then revised to a reverse shoulder. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status is unknown. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 66mm for im nails. This is report 3 of 8 for (B)(4).